Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the tech had tried to advance the preloaded intraocular lens (iol) it wouldn't advance. It was noticed that the inserter had a small part of the plunger sticking out so the plunger wasn't fully advanced. The tech continued advancing so that the threads were fully engaged before continuing to twist but was having issue with advancing the plunger. After doing this the lens did advance and was handed off to the surgeon. After the lens was implanted it was noticed that the lens was partially folded over on itself and the haptics didn't want to disengage. The surgeon was able to get the haptics to separate after using his forceps and the lens did appear too fully open up. It looked like it was advanced but not advanced all of the way and then tried to twist the lens, before it was fully advanced. There is no explant or plans of explanting at this time. No other information is available.